Event description:
The lay reporter/ son contacted lifescan (lfs) on june 6, 2006 alleging that this one touch ultra meter would not power on. A medical affairs specialist (mas) spoke to the patient on june 6, 2006 and obtained / verified the following information: three days prior to june 5, 2006 the patient's meter would not power on. She did not experience any symptoms during those three days and took her set amount of oral medication (glypizide) each morning. On june 5, 2006 the patient did not use her meter, since she felt it was not working. She does not recall much of the event: however, around 4:30 pm her son found her passed out and contacted the paramedics. He did not try to test her blood glucose on her ultra meter. Paramedics arrived within 10-15 minutes later and tested the patient on their meter and received a 26 mg/dl. She was taken to the ER and does not know what she was treated with or the diagnosis. She was released later that evening and does not recall her reading prior to being discharged. Prior to the events, the patient had been obtaining readings on the 120-150's customer care advocate (cca) discovered the patient did not replace the battery per the owner's booklet. The patient did not have a replacement battery. The battery was correctly installed. The patient was using the correct test strip and the meter did not power on, with the test strip inserted all the way into the test strip port. Cca sent the patient a replacement meter. The complaint is being reported since the patient was unable to test her blood glucose prior to the event and was treated for hypoglycemia by a medical professional.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.